Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) devie could not be interrogated. No magnet tones were generated during magnet application.